Event description:
It was reported the patient received the following results within 15 minutes on the event day: 397 mg/dl and 84 mg/dl. The following day, on (B)(6) 2022, the patient again received deviating results within 15 minutes: 306 mg/dl and 104 mg/dl.